Event description:
Pt had two lesions treated during index procedure. One endeavor rx drug-eluting stent implanted to mid lad (ref MFR no 2953200-2010-01265). One endeavor rx drug-eluting stent implanted to proximal lad. It is reported that the pt suffered an acute non-stemi one day post index procedure. Investigator stated that it was unk if target lesion was involved. Investigator classified mi as a post interventional nstemi; procedure related, but stent-specific side effect improbable. Pt was asymptomatic / free of symptoms at 30 day, 6 month, 1 year, 1.5 year and 2 year follow-up. Approximately 25 months post index procedure, pt death is reported to have occurred. Investigator classified death as a sudden death. It is reported that death was not associated with an mi, and there was no evidence of stent thrombosis. Investigator reported that the pt had a pulmonary edema and a chronical renal failure. Investigator reported that 4 days after this, the pt died due to septic shock. In the investigator's opinion, the event was not related to the study stent.

Manufacturer narrative:
(B)(4): eval: results: )mi, death).